Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported with a description of after implanting the intraocular lens in the patient eye the surgeon noticed a scratch or mark on optic then the lens was removed during initial procedure. Additional information has been requested.